Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak had occurred during their treatment the previous night. The patient stated there was an m31 air detected in cassette alarm that occurred prior to finding the leak. The alarm occurred during an unknown drain cycle. The patient cancelled the treatment after failing to clear the alarm. When the patient removed the cassette from the cycler, fluid was observed leaking out of the cassette door and under the cycler. The ts representative advised the patient to dry off the cycler and try to continue using it. There was no reported patient injury or harm due to the fluid leak. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.